Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: recon/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for closed displaced subtroch femur fracture at left greater trochanter with no associated injury. There was a delayed union of fracture in about 3 months duration. No post-operative complications reported. Patient outcome is unknown. No further information is available. Concomitant devices reported: unknown recon screws (part# unknown, lot# unknown, quantity unknown). Unknown locking screws (part# unknown, lot# unknown, quantity unknown). Unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - screws: recon. This report is 2 of 2 for (B)(4).